Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable. It was reported that the product did not fire the staples once the load was empty. Does this mean that the firing handle was squeezed, but no staples were deployed? Not answered. If no, please explain what the product did not fire the staples once the load was empty means as it is not clear.

Manufacturer narrative:
(B)(4). Batch # l5234l. The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/05/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the product did not fire the staples once the load was empty.¿ does this mean that the firing handle was squeezed, but no staples were deployed? If no, please explain what ¿the product did not fire the staples once the load was empty¿ means as it is not clear.

Event description:
It was reported that during an unknown procedure, at the time of stapling the straight with the device, the product did not fire the staples once the load was empty. It was necessary to use another stapler unit to complete the procedure. There were no adverse consequences for the patient reported.